Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette set was leaking. The leaking set was discovered when the patient forgot to connect during fill 1. The patient connected themselves to the cassette. Renal therapy services (rts) assisted the patient in ending therapy, reviewed proper connect procedures per the user manual, and assisted to start over with new supplies. Rts advised the patient to contact their nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.